Event description:
On 07/05, the pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately low compared to the laboratory. The pt obtained results of 202 and 169 mg/dl versus laboratory results of 448 and 280 mg/dl, respectively, conducted within 10 minutes of each other. The customer care representative (ccr) walked the pt through 2 consecutive control solution tests, which fell outside of the specified control solution range. The meter was replaced.